Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 6 months post implant of this annuloplasty ring, the ring was explanted for unknown reasons and replaced with a bioprosthetic valve. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the ring was explanted due to the patient's tissue quality which caused a partial dehiscence of the band. The physician reported there was no issue with the band, only with the patient's tissue. If information is provided in the future, a supplemental report will be issued.